Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery alarms excessively for months. The customer stated that the insulin pump did not seem to have enough power to push the insulin out. He stated that he had been treating manually. The customer's blood glucose was over 200 mg/dl. The customer stated that he had changed the batteries, reservoirs and infusion sets, but this did not resolve the no delivery alarms. He stated that he smelled insulin in the reservoir compartment. He also observed a bent infusion set cannula, stating that he had experienced this issue with other infusion sets as well. He noted that he had been changing the infusion sets every 5 days, and was advised to change them every 2 to 3 days. He stated that he had tried all remedies. The customer was advised to revert to a back-up plan for treatment. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.